Event description:
It was reported that during a thoracoscopic lobectomy procedure, there were malformes staples in half of the staple line. The surgeon completed the case by hand sewing. There was no patient consequence.